Event description:
It was reported that during a gastric procedure, in the middle of the sleeve, the device cut but it did not staple. The tissue of the stomach slipped outside. The surgeon did not wait the indicated time. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). Information anticipated, but unavailable at this time.